Event description:
Device #2 malfunction: failure to deploy-sutures. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the unspecified vessel after an interventional procedure. Reportedly, when the device was removed, the knot was noted to be above the skin level and unraveled. The device was removed and a second proglide was used but resulted in the suture above the skin level and unraveled. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1 proglide, a-t, part# 12673-05, lot# 76061-6h, is being filed under medwatch manufacturer report number: 2953144-2009-01036.